Manufacturer narrative:
Product event summary: the battery and controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned adapter revealed that the unit passed visual inspection and functional testing. The adapter was able to adequately provide power to a test controller. As a result, the reported ¿controller ac adapter not providing power¿ could not be confirmed or duplicated during testing. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chip that monitors the battery and reports information to the controller. This corruption caused the battery to trigger a safety flag and become inoperable. Functional testing also revealed that the battery flashed red on the battery charger due to the memory corruption issue. As a result, the reported ¿battery not charging¿ and ¿red battery charger status light¿ events were confirmed. The most likely root cause of the reported battery not charging and red status light can be attributed to a memory corruption of the battery, triggering safety flags that rendered the unit inoperable. An internal investigation evaluated battery main integrated circuit malfunctions. Additional products: brand name: heartware ventricular assist system : battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2018 / serial #: (B)(4). UDI #: (B)(4), concomitant medical products: yes, return date: 23-jul-2019, device evaluated by MFR: yes dev rtn to MFR? Yes, mfg date: 31-aug-2017 labeled for single use: no, patient code(s): c76143, device code(s): c63030 , FDA method code(s): 10, FDA results code(s): 104, FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An additional battery was returned to the manufacturer because it wasn't charging and the battery charger status light remained red when connected. The battery subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller ac adapter was not returned for evaluation. As a result, the reported controller ac adapter unable to provide power could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited to, a faulty internal component and/or due to an open circuit along the output cable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter wasn't providing power. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.